Event description:
(B)(6). Upon inspection of the kit, we found this broken instrument with the tip missing.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.